Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Blood glucose was not impacted. Caller declined to confirm backup therapy method for insulin therapy.